Event description:
After surgeon telling me that my pain was caused by "some other hernia repair complication". I, finally, had an ultrasound of the area done. It showed that the mesh had a crease in it and is pinching off my spermatic cord. This is causing me crippling pain in my genital region during and after sexual intercourse and causing a nerve in my leg to flare up with crippling pain. If I remain sexually active, I cannot walk or stand without the aid of pain-killers. Each surgeon, that I have seen, has attempted to downplay the damage caused by the mesh and has even gone so far as to lie to me about its role in my agony. I have been accused of merely "seeking a lawsuit" by one surgeon. The truth is, that I live my life in excruciating pain, if I enjoy one of life's basic liberties. Doctors are defending the mesh and sending pts to "pain management" and/or clipping their nerves, rather than healing the damage done by the mesh. Even if they are looking at it on an ultra-sound. I was appalled to find that reports of crushed spermatic cords with this implant registered a year before my initial surgery -2002- and yet, I was never warned of this as a possible complication and, in fact, my surgeon was never warned, either. Pain killers and greatly reduced sex-life. Referred by surgeons to pain-therapy by surgeons -covering up!-. Only my gp and myself seem to care about the spermatic chord damage. The last surgeon said to me "you weren't planning on having any more kids, anyway, were you?"